Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was included in a recent field advisory, had a monitoring battery voltage of 2.71 v after 15 months of implant. The clinician inquired if the battery voltage was the result of the recent field advisory issue or because of the programmed outputs, which were reported to be 3.5 v @ 0.5 ms in the atrium and 5.0 v @ 1.0 ms in both the right and left ventricle. Technical services advised that a save to disk would need to be performed to assess the performance of this device. However, available information indicates that the device only requires regular three month follow-up, consistent with product labeling. Subsequently, the device was explanted due to normal battery depletion and returned for disposal.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.